Event description:
The customer reported clear, light reddish fluid leaked on the left side of the unit under the mixing rod leading to the slidemaker involving coulter lh 750 hematology analyzer. The fluid leak was contained within the unit. The customer had on personal protective equipment (ppe): gloves and laboratory coat. Patient results were not impacted. The customer did not come into direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) determined the 3-way (0-57 psi) pneumatic valve and the solenoid on the harness assembly were not operating properly and replaced them to resolve the issue. The unit conformed to the manufacturer's performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).